Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, ]product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. It was reported the patient's catheter had broken off in the patient's canal. The option of leaving the catheter in place rather than retrieving it was discussed and the patient was explained the surgical options. It was noted the patient was asymptomatic. Additional information noted the pump and catheter serial numbers was not known. The patient was observed and it was determined the catheter posed no immediate threat. The cause of the catheter breaking off was unknown. The issue resolved and they continue to observe the patient. The patient's weight was noted as (B)(6).